Manufacturer narrative:
Based on the claim against the product by the customer noting that the tip of the suction irrigator broke off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator instrument was analyzed and found to have a dislodged distal tip, which was returned with the instrument. The complaint regarding the instrument's tip breaking was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a dislodged distal tip is attributed to mishandling/misuse. This is considered a reportable event due to the following conclusion: it was alleged during a da vinci-assisted surgical procedure, a fragment from a suction irrigator instrument fell inside the patient. The fragment was retrieved in the same procedure.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip of the suction irrigator instrument broke off and became dislodged in the patient. The fragment was reportedly retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.